Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal reprort # (B)(4). The complaint could not be confirmed. No anomalies could be found in the history files. Summing up all tests, the infusomat space operated within our specification. No product deviation. No malfunction or deterioration in the characteristics and/or performance of the device could be detected.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" customer information: user noticed that the nutrition fats had not dripped at all. Normal view on the infusion pump display 11ml/h (overnight), but the three-way stop cock has been closed all night. The infusion pump did not alarm the pressure or anything else as it should normally alarm.